Event description:
Pt was admitted on (B)(6) 2024 for inflammatory bowel disease. On (B)(6) 2024, she was taken to endoscopy for upper gi endoscopy under general non-intubated anesthesia. During the procedure, a capsule endoscopy probe was being deployed, however it took three attempts. Reported the first device used to deploy the capsule failed and the capsule did not deploy. They then used a second device to deploy the capsule and that failed as well with the capsule not deployed. Reported the patient's o2 sats had decreased and anesthesia noted due to length of procedure and patient having increased secretions (brown secretions were suctioned from oropharynx), decision was made and patient was intubated to continue the procedure. A third delivery device was then used to deploy the capsule and it was successful. Reference report #mw5150191.